Manufacturer narrative:
Additional information: upon reviewing log file, there was another false negative result for the same patient using another lot number, which will be reported in MFR. Report: 1221359-2021-03502. Reference MFR. Report: 1221359-2021-03502. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1028831 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot: 1028831 , test base part number 190-430 / lot: 1028831 . The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1028831 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, however a possible assignable root cause is sample interference. Substances in the sample itself may have interfered with the reaction.

Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided.

Event description:
The customer reported a false negative result on a nasal swab with ID now covid-19 assay performed on (B)(6) 2021. Repeat testing was performed on (B)(6) 2021 and generated negative results. Confirmation testing was performed with pcr and generated positive results. Per the customer, the patient was symptomatic. There was no patient harm due to test results. Additionally, there was no impact or delay in treatment due to test results.